Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 500 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis and high blood glucose. Customer was first time treated and released on (B)(6) 2016 she was place in intensive care unit for observation. Customer was wearing the pump at time of hospitalization. Customer was advised that we are sending replacement.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.